Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that, post cardioversion, noise was observed on the right ventricular (rv) channel of this pacemaker. The noise was oversensed and led to pacing inhibition. Additionally, an increase in pacing thresholds was observed. A few days later this patient presented to the emergency room due to bradycardia. It was discovered that the increased pacing thresholds had resulted in loss of capture. A revision procedure was performed and the competitor's rv lead was explanted and replaced. This pacemaker was also replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.